Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
Related manufacturer reference number: 1627487-2019-13871, 1627487-2019-13873. It was reported that when the patient's t9 lead is turned off, the patient can feel the lead pushing on her nerve. The patient may undergo surgical intervention.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2020 wherein the system was explanted.